Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the main keypad assembly and after observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer reported to physio-control that during testing, their device would not deliver therapy into the test load. There was no patient use associated with the reported issue. Upon evaluation of the customer's device physio-control observed an event code logged in the device's memory. The event code logged is related to a potential failure of the device to deliver defibrillation energy.

Manufacturer narrative:
This product complaint requires a supplemental MDR to document that field action number 3015876-11/18/2019-001c is relevant to the reported issue.

Event description:
Supplemental MDR is required to document that field action number 3015876-11/18/2019-001c is relevant to this reported issue.

Manufacturer narrative:
Physio-control further evaluated the removed main keypad and verified the reported issue. It was determined that the shock button was out of tolerance. This caused the device to fail to deliver energy with the service indicator present and an event code logged in the device's memory.